Event description:
It was reported that during a hysterectomy procedure when the device was plugged in to the generator they received error replace instrument and the jaws would not open. This was prior to using the device on the patient. Another device was pulled to complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and missing. The device was not able to open and close as expected due to the fractured I-blade. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged to the I blade. During functional testing, the replace instrument screen was not displayed. The 'replace instrument' yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of a potential issue with the instrument. There is insufficient evidence related to what caused the bent jaw; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.